Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and drain complications. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a preexisting urinary tract infection (uti) and potentially contributed by poor aseptic technique as reported by a medical professional. Despite the report of possible poor aseptic technique during ccpd therapy, the source of this infection should be considered originating from the patient¿s uti. This is further evidenced by a microorganism that is common in uti infections. Therefore, the liberty cycler set can be excluded as a source of this patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with serratia marcescens and a white blood cell (wbc) count of 675/mm3. The patient was diagnosed with peritonitis caused by a preexisting urinary tract infection (uti) with the possibility of poor aseptic technique during continuous ccpd therapy as a contributor. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. The patient was hospitalized on (B)(6) 2021 due to the inability to drain, caused by the persisting peritonitis infection. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy. The patient was able to undergo hd for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with serratia marcescens and a white blood cell (wbc) count of 675/mm3. The patient was diagnosed with peritonitis caused by a preexisting urinary tract infection (uti) with the possibility of poor aseptic technique during continuous ccpd therapy as a contributor. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. The patient was hospitalized on (B)(6) 2021 due to the inability to drain, caused by the persisting peritonitis infection. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy. The patient was able to undergo hd for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis following this event.